Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator short circuits when plugged in. No adverse patient effect was reported. The communicator will be replaced.